Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller (B)(6) and three batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port one. The bent pin did not allow a power source to properly connect to the controller. Additionally, visual inspection revealed contamination within the serial port and both power ports of the controller. The observed contamination is an additional finding not related to the reported event and can be attributed to the handling of the device. Failure analysis of the returned batteries revealed that the batteries passed functional testing; the batteries were able to connect securely to a test controller. Visual inspection revealed that the connectors of the batteries were damaged/ worn out; however, the observed damage did not affect the functionality of the devices. No bent pins were observed on the batteries. As a result, the reported bent pin and poor mechanical connection on the controller were confirmed. However, the reported ¿batteries also exhibited bent pins¿ could not be confirmed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the control ER and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the observed damage to the power source connectors can be attributed to wear, likely due to normal disconnection and reconnection between the power sources' output cables and metal power port connectors on the controller. Additional products: (B)(6). H3: yes. H6: FDA method code(s): b01. H6: FDA results code(s): c07. H6: FDA conclusion code(s): d01. (B)(6). H3: yes. H6: FDA method code(s): b01. H6: FDA results code(s): c07. H6: FDA conclusion code(s): d01. (B)(6). H3: yes. H6: FDA method code(s): b01. H6: FDA results code(s): c07. H6: FDA conclusion code(s): d01. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller exhibited a poor mechanical connection due to bent pins in the power ports, and the batteries also exhibited bent pins. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 690r26 heart ring implanted (B)(6) 2021. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial #: (B)(4) UDI #: (B)(4). Device available for evaluation: yes, return date: 17-aug-2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 18-jun-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial #: (B)(4) UDI #: (B)(4). Device available for evaluation: yes, return date: 17-aug-2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 05-dec-2020 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial #: (B)(4) UDI #: (B)(4). Device available for evaluation: yes, return date: 17-aug-2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 25-jun-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.